Event description:
During device upgrade, fluoro revealed a lead anomaly between the proximal and distal coil. No electrical abnormalities were noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Lead anomaly was confirmed. External insulation abrasions were found at 16.7 cm to 16.8 cm, and 7.6 cm to 8.3 cm from distal tip consistent with lead friction to another device or structure. Externalized conductors due to internal insulation abrasions were found at 10.8 to 12.0 cm, and 11.7 cm to 16.0 cm from distal tip. Coating on all conductors was intact at these locations.